Manufacturer narrative:
An investigation is in process. The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.

Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.